Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the tip of the catheter separated from the shaft. The physician inserted the catheter in an attempt to obtain access to the implanted body of a graft. The physician position into the abdominal aorta and while advancing, the catheter became stuck on another device that was introduced from the femoral artery. The physician attempted to rotate the catheter to attempt again and the tip of the catheter separated from the shaft. The physician removed the device from the pt. The physician made the attempt to remove the separated tip section of the catheter and was successful.